Manufacturer narrative:
Updated fields: b4; d9; g3; g6; h2; h6 type of investigation, investigation findings, investigation conclusion; h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse tried replacing motor controller pcb which could not resolve the issue. The fse identified 5000 hours pm kit need to be replaced for which the fse will shortly submit quotation to customer. This is to further update that the fse have received response from our distributor that they have discussed with hospital biomedical once again and came to know that hospital biomedical is not willing to repair this unit at the moment as it would take time. If information is received, the complaint will be reopened and updated.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer, the cs300 intra-aortic balloon pump (iabp) has an error code 50. There was no patient involvement.